Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient developed heparin induced thrombocytopenia during impella 5.5 support. The patient received plasmapheresis in response to the condition. As support continued, it was also documented that high purge pressure alarms were encountered. The purge fluid was changed to tissue plasminogen activator and the staff was advised to monitor the motor current for any upward trends. Support continued with the implanted pump.

Manufacturer narrative:
Thrombocytopenia: after 15 days on support, patient developed hit during impella 5.5 support. The patient received plasmapheresis in response to the condition. The pump was not returned. The cause of the thrombocytopenia was not determined due to insufficient clinical details. High purge pressure: after 19 days on support, a high purge pressure event occurred with purge system blocked. Rn stated they observed purge flow decreased to <3 ml/hr and pp >900 mmhg. Purge fluid d5w with bicarb. Reported that no kinks in tubing. The pump was not returned. Data log review showed the lt log ended at 27apr25 and the last rt log recovered ended at 28apr25 at 1206. Both of these times are prior to the complaint occurrence of 07may25. The cause of the high purge pressure was not determined since product was not returned, insufficient clinical details, and logs recovered did not include logs from the day the complaint occurred.